Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticm5_13.7, -8.5/+5.5/095 (sphere/cylinder/axis) into the patient's eye. The surgeon reports refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
B1-updated. B5-updated info: the reporter states the "doctor solved this case rotating the lens." H6-health impact code updated. Investigation code corrected. Claim# (B)(4).